Event description:
Title: urinary drainage bag. The urinary drainage bag, attached to a foley catheter bag, has been vapor locking, causing the urine to back up into the tube instead of draining into the bag. This malfunction created a potential for increased urinary tract infection as well as discomfort for the pt. There were no other effects on the pt. No test was performed on this defective device although it is believed the vapor lock chamber where the tube and the drainage bag connect is the part of the device that failed. This problem with the device was noticed immediately, before any harm came to the pt. This type of urinary drainage beg has not been used very long at this facility.